Event description:
The facility's tech reported an infusion pump with an 812:00 failure code. The tech stated that there have been reports of any pt incident involving this pump since the last baxter service event.